Event description:
Customer reported that during an infusion of antibiotic, a puddle was noted on the floor coming from a blue part of the set that goes into the pump. No pt harm reported.

Manufacturer narrative:
(B)(4). Product evaluated and customer's experience of leaking set was verified. Inspection of the set noted that the silicone tubing had a tear located below the upper fitment. Crush marks were also noted on the upper fitment. The cause of the leak was identified as a tear on the silicone segment. The root cause of tear could not be determined. The lot # was not identified, however, based on the smartsite laser #, the mfg database was reviewed; no quality issues were noted during the identified production build period of this set model# for the failure mode reported. Exp date: between 02/01/2013 and 03/01/2013. The smartsite laser # shows that the set was built between 02/26/2010 and 03/05/2010.